Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A missing high and low alarm issue was reported with the abbott diabetes care (adc) device. The high and low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. The customer experienced seizures and a loss of consciousness. They were unable to self-treat, requiring emergency services to be called. Upon arrival, a healthcare professional (hcp) provided glucose in the form of gel and intravenous infusion as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.